Manufacturer narrative:
The user experienced severe hypoglycemia with loss of consciousness requiring emergency medical intervention while using the ilet. This situation can result in acute clinical decompensation and is consistent with the reported hospital evaluation and treatment with glucagon. Engineering log review indicated the ilet was functioning as intended, with no device malfunction alerts identified. Device data confirmed episodes of hypoglycemia around the estimated event timeframe; however, because the exact event circumstances and sequence of actions were not available, it was not possible to determine the definitive cause of the hypoglycemic event. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) reported as 28 mg/dl and loss of consciousness while connected to the ilet. The user was treated at the hospital with glucagon and discharged (B)(6) 2025. No long-term health effects were reported.